Event description:
It was reported to medical records on (B)(6) 2012 that this rv lead is far field sensing in the ra channel. This occurred on (B)(6) 2012 and was reprogrammed from smart to 85 msec. This occurred at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).